Event description:
It was reported that while in the cardio cath lab, the intra-aortic balloon (iab) was prepped by attaching the blue one-way valve, vacuumed the catheter twice and then removing from the tray. The md inserted the super arrow-flex (saf) sheath into the patients' left femoral artery and when inserting the iab through the saf sheath, the iab became stuck. The md removed the iab and the saf sheath as one unit. Another iab was opened, prepped and inserted without incident. The staff stated that they used the same insertion site and there was no excessive bleeding during insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.